Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during a ureteroscopy, an 'ncircle delta wire tipless stone extractor' was "defective" right out of the package. The issue with the device was discovered prior to making contact with the patient. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot: 15275411. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot: 15275411. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU [t_ntse_rev1] did not provide any information related to the reported issue. Visual inspection of the returned complaint device was also conducted. One prior to use 'ncircle delta wire tipless stone extractor' was returned for investigation. The device was received damaged and completely disassembled. The basket formation was separated from the basket assembly drive/guide wire. The cannulated handle was bent and the collette knob appeared to be damaged as a loose black, plastic, fragment was in the returned bag and the knob appeared to have a scrape mark where it inserts and tightens into the handle. Function testing could not be performed due to the condition of the returned device and inability to reassemble the device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteroscopy, an ncircle delta wire tipless stone extractor was "defective" right out of the package. The issue with the device was discovered prior to making contact with the patient. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: or materials. G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.